Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failures, malfunctions or increased intraperitoneal volume events that could have caused or contributed to the reported problem. External and internal visual inspections were performed and no problems were revealed. The pneumatic system was analyzed and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity testing. The device also passed functional and electrical testing. A short simulated therapy was performed successfully on the device. Analysis of the device found no failure or malfunction that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation has not yet been completed. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unreported cause coincident with automated peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized prior to death. It was reported that the patient passed away while connected to the homechoice (no further details were reported). It was not reported if an autopsy was performed. No additional information is available at this time.